Manufacturer narrative:
Siemens has completed the investigation: based on the investigation results, it can be concluded that the instrument and the co-oximetry for sn (B)(6) were working as intended in and around the time of the reported discrepant results based on the sensors' slope, calibration stability and recovery of aqc. The rp500 results from the suspect patient sample appear valid. Proper sample collection devices, sample handling, mixing and time to sample analysis helps to ensure accurate patient test results. For an accurate measurement of thb in whole blood, it is known that thorough mixing and rotating of the red blood cells immediately before analysis is required. Differences in mixing between the two sample types could be a contributing factor in recovery. The cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The paz, r1 and cx files have been received for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results for one patient on the rp 500 analyzer when compared to another rp 500 analyzer. There is no report of injury due to this event.